Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir leaked. The customer's blood glucose was 511mg/dl and treated with manual injection. Customer stated the leak occurred while removing the plunger. Customer noticed the leak on the bottom of the reservoir. The customer declined high blood glucose troubleshooting.